Manufacturer narrative:
There is more information on the device evaluation and additional information as well. This supplemental report is being submitted to provide this information. Please see the updates in sections: e2, e3, g4, g7, h2, h4, and h10. Initial reporter job title is cspdt, resource supervisor. The set up was completed using another device which was working. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The issue of no image occurred due to a broken cable that interrupted the video signal to the processor. It is likely that the damage of the cable is due to the handling of the user.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of the image does not appear was confirmed. The service technician observed no image was due to a faulty cable unit. Listed parts replaced. Unit passed functional and leak test. The cause can be attributed to an electrical component failure. No further information was reported.

Event description:
The customer reported to olympus that no image available found in preparation for use. There was no patient injury reported.